Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure for pelvic organ prolapse on unknown date and the mesh was implanted. Since the surgery, the patient experienced a recurrent urinary tract infection and new onset of pelvic pain, urge and stress incontinence. It was also reported that the patient has not been able to have intercourse since the procedure. Due to mesh exposure the patient had a partial mesh removal and vaginoplasty was performed at the same time. The patient did not have improvement in their symptoms following this procedure. No further information is available.